Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During placement the lead exhibited high/unstable thresholds, failure to capture, high impedance, and contained a possible fracture. The lead was removed and replaced. The replacement lead was positioned and exhibited high thresholds. The replacement lead was implanted and remains in service. No patient complications have been reported as a result of this event.